Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the hospital's supplier changed their syringes "from covidien monoject to cardinal health monoject, and these changes led to the alaris pumps reading incorrect volumes on the pump, thereby delivering the wrong rate to the patient." Both syringes (covidien and cardinal health) are labeled as ¿monoject¿ on the syringe itself, with ref/sku# 1183500777. The customer also reported that "it appears these changes relate to the barrel size, plunger length, dead space volume and space between volume markings on the syringe." According to the customer, they have also reported the incidents to cardinal health, the manufacturer of the syringes involved in the events, and was informed that cardinal health "have acquired covidien, so we may not be able to revert to our old syringes." Due to the issue, the customer reported that they "have discontinued the use of all covidien and cardinal (health) syringes and have overweighted the bd approved syringes." Bd learned additional information through due diligence attempts. It was reported that milrinone 10ml infusion was started on (B)(6) 2023 around 0200 am and was set to infuse at 0.45ml/hr. (To infuse for about 22 hours). However, at 1030am (8.5 hours from the time the initial milrinone infusion was started), the pharmacy received a request from the nurse to send another milrinone syringe preparation. This prompted the pharmacist to investigate. The pharmacist brought the replacement milrinone syringe to the nurse and witnessed nurse loading it into pump. The syringe was prepared as milrinone in 35 ml syringe labeled ¿monoject." The actual milrinone volume in syringe was 10 ml but the alaris syringe pump detected the volume to be "13.3 ml." The clinicians tried on a second alaris syringe pump, and the volume detected was "12.9 ml." The pharmacist and nurse verified that the correct syringe selection was chosen on the pump (¿monoject 35ml¿). The clinicians then realized that the syringe was "cardinal health" monoject, which was a change their "usual brand covidien monoject." Both cardinal health and covidien syringes are reportedly labeled as ¿monoject¿ and "are therefore difficult to distinguish from one another." This reportedly led the clinicians to believe that alaris was detecting the volume wrong and therefore infusing at a different rate since they were running out many hours earlier than they should be. All other drips checked within the ICU and rns ordered new syringes to come in the covidien syringe. There was patient involvement but no harm. Additionally, the customer reported that their hospital "received the new cardinal health 1-2 weeks ago (weeks of august 13 and 20) but may not have started using them until we ran out of most of our covidien because we rotate stock." Although requested, the customer stated that the devices used in this event has been returned back to "circulation" and unavailable to be sent to bd for further investigation.

Manufacturer narrative:
Omit : c20 - no findings available additional information : imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the hospital's supplier changed their syringes "from covidien monoject to cardinal health monoject, and these changes led to the alaris pumps reading incorrect volumes on the pump, thereby delivering the wrong rate to the patient." Both syringes (covidien and cardinal health) are labeled as ¿monoject¿ on the syringe itself, with ref/sku# (B)(4). The customer also reported that "it appears these changes relate to the barrel size, plunger length, dead space volume and space between volume markings on the syringe." According to the customer, they have also reported the incidents to cardinal health, the manufacturer of the syringes involved in the events, and was informed that cardinal health "have acquired covidien, so we may not be able to revert to our old syringes." Due to the issue, the customer reported that they "have discontinued the use of all covidien and cardinal (health) syringes and have overnighted the bd approved syringes." Bd learned additional information through due diligence attempts. It was reported that milrinone 10ml infusion was started on started (B)(6) 2023 around 0200 am and was set to infuse at 0.45ml/hr. (To infuse for about 22 hours). However, at 1030am (8.5 hours from the time the initial milrinone infusion was started), the pharmacy received a request from the nurse to send another milrinone syringe preparation. This prompted the pharmacist to investigate. The pharmacist brought the replacement milrinone syringe to the nurse and witnessed nurse loading it into pump. The syringe was prepared as milrinone in 35 ml syringe labeled ¿monoject." The actual milrinone volume in syringe was 10 ml but the alaris syringe pump detected the volume to be "13.3 ml." The clinicians tried on a second alaris syringe pump, and the volume detected was "12.9 ml." The pharmacist and nurse verified that the correct syringe selection was chosen on the pump (¿monoject 35ml¿). The clinicians then realized that the syringe was "cardinal health" monoject, which was a change their "usual brand covidien monoject." Both cardinal health and covidien syringes are reportedly labeled as ¿monoject¿ and "are therefore difficult to distinguish from one another." This reportedly led the clinicians to believe that alaris was detecting the volume wrong and therefore infusing at a different rate since they were running out many hours earlier than they should be. All other drips checked within the ICU and rns ordered new syringes to come in the covidien syringe. There was patient involvement but no harm. Additionally, the customer reported that their hospital "received the new cardinal health 1-2 weeks ago (weeks of (B)(6)) but may not have started using them until we ran out of most of our covidien because we rotate stock." Although requested, the customer stated that the devices used in this event has been returned back to "circulation" and unavailable to be sent to bd for further investigation.